Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied; subsequently, air was noted in the tubing. The solueset was being used to deliver an unspecified medication. After an unspecified length of time in use, the solueset emptied and the shut off valve did not close; subsequently, air was noted distal to the soluset. It was reported that no air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.